Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the patient lost pulses in the impella leg. The patient was monitored for a possible femoral to femoral bypass. Prior to performing femoral to femoral bypass for the limb ischemia, the patient became septic and the medical team made the decision to wean and remove the impella cp due to the sepsis.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ section: table 3.2 impella catheter components. ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: use of the repositioning sheath and the 23 fr peel-aways introducer. ¿to prevent contamination and subsequent infections, always use sterile technique on the insertion site. Follow institutional protocols for prophylaxis of infection for patients on ventricular assist devices and indwelling lines, as well as protocols for surveillance of such patients. If device-related infection occurs, consider each patient¿s clinical circumstances when deciding whether to continue impella support.¿ section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.